Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented during routine follow-up. Upon interrogation, patient¿s implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. The device was reprogrammed successfully. The patient was stable.